Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 25). In addition, it was reported that a resume pump alarm was received when insulin deliveries had not been stopped. Customer's blood glucose was "high" mg/dl. Reportedly, the customer delivered a correction bolus to address bg level. Customer performed a supply change and insulin was resumed successfully.